Event description:
The customer contact reported loss of suction. Prior to pt use, during the testing of the device, the healthcare professional reported that the suction line cover was "cracked" and a loss of suction was noted. Reportedly, the suction is kept on in anticipation of being needed. The suction liner was replaced. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the int'l list number in the "other" field.